Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Additional information was received that the shock impedance measurements were greater than 125 ohms.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased shock impedance measurements. A revision procedure was performed and the rv lead was explanted. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments 12 cm from the is-1 pin. Visual inspection revealed evidence of calcification covering over the distal shocking coil and lead's tip, which could have affected the lead impedance measurement while implanted.